Manufacturer narrative:
(B)(4). It was reported that when the clinician was checking the patient's weight on the lift scale, the catheter migrated from the patient's body. The issue could not be confirmed. One 3-lumen 7 fr x 20 cm catheter was returned. The sample showed evidence of use but no defects or anomalies were observed during visual examination without magnification. Microscopic examination found that the triangular suture wings did not show any wear or damage. The outside diameter of the catheter body was measured at 2.46 mm. This meets the 2.39/2.46 mm requirement of the extrusion graphic. The instruction booklet provided with the kit, directs the user to secure the catheter to the patient using the triangular juncture hub as the primary suture site. A catheter clamp and fastener are provided in this kit for use as a secondary suture site as necessary. It is not known if the clamp and fastener were used on this patient since they were not mentioned in the details of event and were not returned. A device history record review was performed and did not reveal any manufacturing related issues. Based on the sample evaluation and the report that the migration occurred while the patient was being weighed on a lift scale, operational other remarks: context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the patient's room when the clinician was checking the patient's weight on the lift scale, the catheter migrated from the patient's body. There was no reported delay, death, or complications to the patient as a result of this occurrence.